Manufacturer narrative:
Upon further investigation, the local representative reported that this device was explanted in (B)(6) 2010 to a competitor device due to pocket erosion. The local boston scientific representative was not present at the time of the replacement procedure. There were no allegations or complaints against the device's operation or functionality. The physician elected to replace the device due to possible contamination (eroded through the skin) and the lead's position and orientation were revised inside the pocket. The chronic lead system remains in-service and there was no report that the leads were exposed. To date, the device has not been returned to boston scientific's post market quality assurance laboratory.

Event description:
Boston scientific crm received information in july 2010 that this patient was admitted to the emergency room (ER). No devce telemetry could be established and no beeping tones were generated with magnet application. It was suspected based on inspection of the pocket site (new incision) that the boston scientific device may have been replaced. Technical services recommended a chest xray to view the device's xray identification (ID). A non-boston scientific ID was identified.